Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2.1/3.1 jetstream was used to initially cross the lesion followed with a 6.0mmx100mmx135cm-hybrid sterling balloon catheter used for dilation. It was not used to post-dilate a previously placed stent. During the procedure, on the first inflation at approximately 8 -10 atmospheres inflated for approximately 5-10 seconds, the balloon ruptured. The device was successfully removed from the patient and replaced with a different balloon to complete the procedure. There were no patient complications reported.